Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Half of tampon missing- vagina [foreign body in reproductive tract]. Half of the tampon was missing. Not sure if the tampon was defective or if it broke off [device breakage]. Case description: consumer reported via social media that when she discarded the tampon, she noticed half of the tampon was missing. No serious injury was reported.